Event description:
The device fired once and then would not fire again. A new device was open to complete the procedure. Per reporter, manufacturer provided tracking number and return shipping container after numerous reminder calls.